Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient from (B)(6) had a percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. In (B)(6) 2017 the patient experienced a stoma site infection and was prescribed an unidentified antibiotic. The physician associated the stoma site infection to the peg-j. All additional studies were normal. Patient was under observation for 24 hours in the ER and sent to his home afterwards